Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated a surgical procedure was performed to replace the device and this right ventricular (rv) lead with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. This rv lead remains in service at this time, but tachy therapy was programmed off and pacing therapy was reduced. A second revision will be scheduled to explant this rv lead and the transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the clinic after hearing their implantable cardioverter defibrillator (ICD) emitting beeping tones. Upon interrogation, the right ventricular (rv) pacing impedance was found to be high and out of range above 2000 ohms. The rv shock impedance was normal and this patient is not dependent on rv pacing. Besides turning off beeping for the high impedance alert, the physician made no programming changes and elected to continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient has elected not to undergo an additional procedure to explant the transvenous system at this time.